Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main seal was pinched. It was also noted that the display wire insulation was pinched but the wire insulation was not compromised, one case screw was contaminated, and there were two stuck buttons detected and two stuck buttons recovered (documented in the error log).

Event description:
It was reported the o-ring that provides a water proof seal is defective. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.